Event description:
It was reported that the product had a flow rate error. The event occurred with patient use at the facility. There was no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown.h3: one device was received for evaluation. Service history review identified no indication that the complaint was related to a service of the device within the view period. The customer issue was confirmed as the pump accuracy was out of specification. The root cause of the issue was a defective expulsor. The expulsor was revised. The device then passed all functional tests thereafter.